Event description:
It was reported the patient's wireless monitor and in-office monitor revealed no diagnostics were recorded for more than two years. It was further reported that there was no magnet response on the device possibly due to the reed switch been stuck. Attempts to un-stick the reed switch were not possible. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated there were no anomalies found. (B)(4) we did receive performance data collected from the device and have analyzed the data. The ventricular capture management trend is thirty seven weeks long. Indications that the reed switch is either stuck closed or stuck open. The information available is inconclusive whether the reed switch is stuck open of stuck closed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated that the reed switch was out of specification. (B)(4) we also received performance data collected from the device and have analyzed the data. The ventricular capture management trend is thirty seven weeks long. Indications that the reed switch is either stuck closed or stuck open. The information available is inconclusive whether the reed switch is stuck open of stuck closed.